Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
Upon visual inspection of part, it was found that the screw is fractured and the screw hex is damaged. The review of the device history records did not provide any indication of a manufacturing deviation that would cause this condition.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.